Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the multiple intermittent cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during basal delivery. Customer's blood glucose level was 382-440. Reportedly, the customer had back up insulin and shots for insulin therapy.